Manufacturer narrative:
Reporter is a j&j employee. A product investigation was conducted. It was reported that during testing at service and repair, a torque limiting handle failed in calibration. The repair technician reported the device failed torque testing. The cause of the issue is failed low. The item will be repaired and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part # 321.133, synthes lot # 4730338, supplier lot # 536873b04, release to warehouse date: 01 mar 2004, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing at service and repair, a torque limiting handle failed in calibration. There was no patient involvement. This report is for one (1) torque limiting handle/quick release-6mm hex coupling. This is report 1 of 1 for complaint (B)(4).